Event description:
It was reported that the patient presented to the emergency room experiencing a syncopal episode. Upon interrogation, the pulse generator exhibited backup vvi operation. The devices battery voltage was very low but the family elected not to have intervention performed. The patient was not dependent.

Manufacturer narrative:
(B)(4).